Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device was difficult to remove. The access ports were used to successfully remove the device from the pt anatomy. Hemostasis was achieved using manual compression. There were no adverse pt effect reported. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.